Event description:
Child was on sensormedics oscillatory ventilator. Alarm beeped x 3 and then vent shut down. Child immediately bag ventilated, without harmful sequelae. It appeared that the piston simply stopped. Mean airway pressure remained at 14, the amp decreased to 3, the low battery led was only one lit and no other alarms were sounding. Staff spoke to personal at sensormedics. He suggested there may have been a power surge which caused this. Could not however explain the stopping of the piston. The vent was reset by respiratory care and ran without problem following this event.